Event description:
It was reported that an unexpected reset occurred. The issue led to the customer's blood glucose level (bg) to elevate and show as "high" on the continuous glucose monitor (cgm). A bolus via the pump was given to address the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned